Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was getting great coverage postoperatively. The explanted ipg was discarded. Additional information was received that the patient was unable to use therapy as a result of ipg not working.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was getting great coverage postoperatively. The explanted ipg was discarded.